Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient presented in the clinic. Upon interrogation, the right ventricular lead exhibited chronic loss of capture. All other electrical measurements were normal. The patient was admitted for a lead extraction procedure. During the procedure, the pulse generator was explanted since it was difficult to disconnect it with the right ventricular lead. Both the pulse generator and the right ventricular lead were explanted and replaced. The patient left procedure in good condition, and would be followed up normally.